Manufacturer narrative:
Reportedly there was no patient involvement. Additional product code: hrx. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that multiple instruments have malfunctions. The gauge was broken off (has separated from the device) on two (2) depth gauges. The tip was broken off (was missing from the device) on a stardrive screwdriver shaft t8. The tip was stripped on a stardrive screwdriver shaft. The tip was stripped on another stardrive screwdriver shaft t8. Lastly, the tip was broken off of a reamer irrigation aspirator (ria) drive shaft. There was no known procedure involvement. This is report 6 of 6 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history record (DHR) review: part number: 314.743; synthes lot number: 7773993; supplier lot number: n/a; release to warehouse date: april 03, 2015; expiration date: n/a; supplier: criterion tool & die, incorporated. No nonconformance records (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Investigation flow: broken . Visual inspection: the drive shaft was received with a portion of the distal tip, which mates with the reamer head, broken off. The broken portion was not received. The roughly transverse break is located at the proximal edge of the hexagonal tip. The helix adjacent to the break is intact and shows wear along the outer surface. The proximal connecting post shows scraping along the flats. It was determined that the received condition does agree with the complaint description. Document/specification review: the device drawings reflecting the current and manufactured revision were reviewed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Dimensional inspection: due to the damage at the fracture and missing portion applicable measurements of the hexagonal tip could not be obtained. The inner diameter at the break measured 3.75mm which is within the specification of 3.76mm +/-0.05 (3.71/3.81) per device drawing. Measured using gage pins gp32/gp2. The outer diameter of the shaft directly proximal to the break measured (5.16mm) which is within the specification of 5.18mm +/- 0.025 (5.205/5.155) per device drawing. Measured using calipers ca592. Device history record (DHR) review with material review: review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Review of the DHR during the customer quality (cq) investigation confirmed that the raw material of the shaft component was correct per the specification with no non-conformance noted. The complaint condition is the result of force applied to the distal end of the drive shaft resulting in stresses beyond the failure limit of the shaft. The root cause could not be definitively determined as the circumstances at the time of the break are unknown. The reamer/irrigator/aspirator (ria) technique guide [dsus/trm/0615/0627(1) 4/17] addresses recommended use. Step 5 under ¿assembly,¿ states that a cannulated drive unit that delivers only 3.5-4.5nm of torque and 700-900rpm is to be used. The technique guide also cautions that no reduction drive units or drills with a torque greater than 6nm should be used. Step 2 under ¿reaming¿ describes the recommend use for reaming as follows; ¿begin reaming, using a gradual advance/retract technique. Slowly advance 20-30mm and then retract 50-80mm allowing the irrigation fluid to flow in front of the reamer head. Advance the assembly until resistance is felt, then repeat.¿ information on care and maintenance is provided per the processing synthes reusable medical devices ¿ instruments, instrument trays, and cases, dj1305 rev. I. Conclusion: the complaint condition is confirmed as the drive shaft was received with a portion of the distal tip, which mates with the reamer head, broken off. No design or manufacturing defect or deficiency was observed during the investigation. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.